Manufacturer narrative:
The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector disconnected. The event was further described as when the tubing was changed; "within 2-3 minutes of being attached it started to leak". This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.